Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited a communication error (e116) and sometimes image freezing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: plug unit malfunction (poor contact of dual in-line memory module - dimm). A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint could not be established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from customer.